Manufacturer narrative:
H6: investigation summary a complaint of drip chamber leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the tubing was damaged and medication leaked. Patient or patient impact information has not yet been able to be obtained. The following information was provided by the initial reporter: patient receiving medication via IV. Tubing device failed at medication chamber causing medication to leak on to floor and surrounding area.

Manufacturer narrative:
E.4. The initial reporter also notified the fd. Medwatch report # (B)(4). D.4. Medical device expiration date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the tubing was damaged and medication leaked. Patient or patient impact information has not yet been able to be obtained. The following information was provided by the initial reporter: patient receiving medication via IV. Tubing device failed at medication chamber causing medication to leak on to floor and surrounding area.